Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the pericardial effusion resulting in hypotension cannot be determined. However, pericardial effusion and hypotension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report a pericardial effusion. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with flail. The first clip was implanted successfully. During preparation of the second clip, slight hypotension and a pericardial effusion (pe) was noticed. Subsequently, the physician performed a pericardiocentesis and the procedure was concluded with two clips implanted, and mr grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.